Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal head of the cadiere forceps instrument was rotated by the carbon shaft and then got caught so that it could no longer be straightened. The cadiere forceps instrument could no longer be removed from the trocar. This was done postoperatively outside the surgical site. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.20 mm x 2.90mm was missing and no returned. Components adjacent to this broken main tube do not show damage. The probable root cause of broken instrument main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Intuitive followed up and obtained additional information. The jaws of the instrument were not jammed. The instrument could be opened. Instrument did not collide with other instruments. The instrument and cannula was removed together. Wrist could not be straightened due to physical damage. Metal head of the instrument was turned by the carbon shaft and then got stuck so that it could no longer be straightened. Wrist could not be straightened due to physical damage. Port incision was not increased.